Manufacturer narrative:
Results: evaluation of the returned products did not confirm the reported issue, the alarm has power but there is no voice message, only a clicking sound is heard, the tone functions as expected. Sensor pad is coming apart at the corners and the rj11 clip has been pulled and the wires are exposed. The sensor functions as expected when using the customer's alarm or when using a control alarm. (B)(4).

Event description:
Customer reported the alarm will not power on. Batteries have been replaced with a new supply. Customer could not provide the date when discovered. No pt incident or injury was reported.